Manufacturer narrative:
The affected package was returned to ocd. The two vials labeled as cell# 3 were tested and do contain the corresponding donor. A biological prod deviation will be filed by ocd regarding the mispackaged kit.